Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens did not unfold correctly. Additional information has been requested, received and stated there was no patient contact. Additional information has been requested, received and stated the lens haptic was out in front and therefore not injected or in contact with the eye.

Manufacturer narrative:
The device with the lens was returned loose in a bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was at the trailing optic edge. The lens was advanced to the fill line. The trailing haptic was folded on the optic. The leading haptic was extended. The lens optic, haptics, and plunger were in acceptable positions for advancement. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. No problems were observed with the returned device. The plunger, lens and haptic positions were acceptable. The leading haptic was straight. This may have been interpreted as a complaint of "lens haptic was out in front". Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the instructions for use (IFU). The customer indicated the use of a non-qualified viscoelastic which could be a contributing factor. A straight leading haptic may occur: ¿ due to the normal folding variations as indicated in the IFU diagrams. ¿ if the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. ¿ if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: insert the tip of the cartridge through the incision. Position the tip at the anterior capsule opening. If the leading haptic is looped or straight in front of the optic, rotate the nozzle clockwise as needed to be bevel left to facilitate placement of the leading haptic into its normal orientation in the bag. Slowly advance the lens until the optic is exiting the nozzle. Rotate the cartridge counter-clockwise towards bevel right as needed to place the lens anterior side up. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).